Manufacturer narrative:
Product implicated is a 5.5 french dual lumen umbilical catheter. Returned for evaluation is the catheter only, which measures 50cm. Lot history review was not possible since no lot number was indicated. The left lumen was pressurized with a 6cc syringe and colored water by occluding the distal tip with a padded clamp. One small leak was detected 28.8cm distal to the hub-tubing joint. The leak emanates from a tiny "crows foot" slit in the tubing. Under 90x magnification, the edges of the leak are clean and straight, with the tubing slightly indented around the edges. These signs indicate the catheter was punctured from the outside, by a sharp instrument. The right lumen was pressurized with a 6cc syringe and colored water. This lumen also leaks from the same slit. It appears the puncture sliced through both lumens. The complaint is confirmed since the catheter does leak. This complaint should be recorded as user related since all catheters are 100% leak tested prior to packaging and the catheter shows signs indicating a puncture with a sharp instrument.

Event description:
The catheter was cracked near the insertion site & was oozing at the site. The catheter was removed & replaced.